Manufacturer narrative:
The sample was repeated and another negative result was obtained. The pt was tested two weeks later and a positive result was obtained. There was no report of adverse health consequences as a result of the false negative hcg result.

Event description:
A false negative hcg result was obtained on a pt sample. The result was reported to the physician. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.